Manufacturer narrative:
Batch review performed on 05 december 2019: lot 122299: (B)(4) items manufactured and released on 31-aug-2012. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold with another similar reported event. Clinical evaluation performed by medacta medical affairs manager: femoral component (stem, head and liner) revision performed 7 years after primary cementless total hip arthroplasty in young man ((B)(6)). No information concerning patient general health status and activity level is available. In the radiographic image provided, radiolucent lines in the proximal gruen zones and signs of stress shielding are visible. Aseptic loosening is a possible literature described mid-term adverse event after primary cementless hip arthroplasties and causes are often unknown. The reason of this failure cannot be determined. Preliminary investigation performed by medacta r&d hip project manager: preliminary inspection shows almost fully absorbed ha layer, scratches due to extraction on femoral neck and all components covered with bilogical fluids.

Event description:
Amistem h stem revision due to aseptic loosening. The surgeon revised the stem with a quadra h size 6, also head and liner have been revised 6 years 10 months and a half after primary. The surgery was completed successfully.

Manufacturer narrative:
On january 02nd 2020 we received the stem, line and ball head involved in the complaint. Visual inspection performed by hip project manager: signs of residual coating on the proximal stem. Signs of extraction on the neck, on the ceramic head and liner. Lipidic absorption found on the liner.